Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Broken g3 nail. Update 10/04/2017: according to the attached email, a distal locking screw was also broken. Update 10/20/2017: the locking screw has been removed in the same nail revision surgery.